Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that all of the keypad buttons had delayed intermittent responses, required multiple hard button presses and caused scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The original complaint of the keypad buttons' responsiveness issue was not duplicated during testing. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.